Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6). Follow-up #1: date of submission 04/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2015 with the following findings: a crack was found along the side of the battery compartment threads. Unrelated to the initial complaint, the pump booted to the verify screen with a dim pink contrast. Moisture was observed in the battery compartment. A leak test revealed a battery compartment leak. The pump case was opened for further investigation and no further evidence of moisture was found. The battery cap was not returned; a test cap was used during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.